Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed skin irritations on their back and under therapy pads of the lifevest equipment. The patient described the area as red, painful and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.